Manufacturer narrative:
It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material on the following components: air/water cylinder and tube, switch 2, scope connector case unit, jet tube, plastic distal end cover, the adhesive of the bending section cover, and the connecting tube. Additionally, the jet tube was clogged and could not provide water. There were no reports of patient involvement.